Event description:
The customer reported that their system did not alarm nor did a strip store in alarm for a v-tach event.

Manufacturer narrative:
The customer reported that they had a run of ventricular tachycardia (vtach) alarms that did not give them audible alarms. On (B)(6)2008 at 00:54:13.000, the log file from the attached central station shows a vtach alarm on bed 475. At 00:54:13:421, the alarm escalated to a vent fib/tach and at 00:54:20:609, returned to a paced rhythm. On (B)(6)2008, the customer informed philips that there have been no issues with this device since the initial report. The available information does not support that any device malfunction occurred and is consistent with the user silencing the alarms at the bedside. The lack of alarm review entries to match the log file does not indicate any malfunction as the alarm review file is size-limited and is user-editable. Silencing of alarms at the bedside does not show on the log files which are stored at the central station. This complaint has been evaluated and did not allege a death, serious injury. The reporter for this complaint is considered to be the person who detected the problem and the complaint initiation date is considered as the date the problem was detected. The available information does not support that any device malfunction occurred. The available information supports that there is no known health risk for the patient or users. The available information from this report does not support that this issue represents a systemic, design, or labeling problem. The product remains at the customer site. No further investigation or action is warranted. (B)(4).